Event description:
Reporter states that the pt presented with pain. X-rays revealed wearing polyethylene. Opened knee, polyehtylene was worn. It was exchanged with new tibial insert, and knee was closed.